Event description:
The customer discontinued use of the homechoice machine. During the product analysis lab (pal) evaluation review of the device logs revealed system error 2240 occurred on 12/16/14 at 11:16:39 during drain 2 of 3. No additional information is available.

Manufacturer narrative:
(B)(4). During evaluation of a homechoice device, an alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.